Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam became degraded and caused to have white shadow on lung, some white spots on brain and cancer. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of the device, found dust/dirt contaminate in and around the filter inlet area and canal. The outlet port side panel contains some minor beige and dust dirt contaminate in and around the port, and also in the cracks and crevasses of the side panel. Also found minor amount of small brown and dark fiber contaminate in the sd card area, and modem slot opening area, a light brown contaminate in part of the front panel channel, along with a moderate amount of a dried white contaminate. These contaminates are located on both top and bottom enclosures. Manufacturer found dried liquid on the bottom side of pca under the battery and the ui knob area. Solder connections of the battery contain the unidentified dried liquid as well as a potential black potential organic material. Q12 and q25 have potential corrosion on their housings, top of the blower box and air path surface had a light amount of beige dust dirt contaminate. The inside upper and lower enclosures of the blower box contained a light amount of beige dust dirt contaminate. The blower input and output surfaces had a moderate amount of beige dust dirt contaminate in and surrounding the opening. Manufacturer found no evidence of sound abatement foam degradation or breakdown in this unit. The potential corrosive contaminate located on pca may have been sourced from a leaking pca battery and the rest of the contaminates located in this investigation were sourced from external environmental conditions. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer verified for good power supply. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in this device. Section d4, g4, h4 were updated correctly and section h6 have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have white spots on lungs and brain. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.